Manufacturer narrative:
(B)(4). Evaluation, results: (migration, endoleak, surgical conversion); (disease progression; neck dilatation and angulation). Conclusion: (disease progression; neck dilatation and angulation).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four years ago. Aneurysms and vessel morphology at the timer of implant was not reported. It was reported that the patient did not return for follow-up appointments. The patient presented with abdominal pain and was admitted to the hospital approximately one month ago. The stent graft has migrated and the physician urgently corrected the migration with an aui endurant device. No additional clinical sequelae were reported and the patient is fine. Film evaluation : review of returned films show that the proximal neck diameter, 25mm distal to the renals, increased from 26 x 42mm (at implant) to 32 x 63mm. The stent graft was completely in the sac.